Event description:
It has been reported to philips that system did not boot anymore. System was outside clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot anymore. Upon troubleshooting, fse checked the system and confirmed that the system crashed during maintenance. Fse performed system installation and created the software stick. After creating the software stick and installing software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.